Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14042. It was reported the pt was not receiving effective stimulation. The pt also reported receiving unwanted stimulation in his legs and abdomen. The pt's scs system was explanted.

Manufacturer narrative:
Results: the complaint was confirmed; as received lamitrode lead model 3244 under the microscope revealed a broken wire channel 4 on lead paddle. This damage is consistent due to repetitive stress while the lead was implanted. As received model 3183 revealed no visual anomalies but failed the conductivity test for channel 6. This damage is consistent with the stress caused during implant. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.